Event description:
It was reported that the week after this right ventricular (rv) lead implant, the patient received an epicardial ablation. After the ablation was completed, the implantable cardioverter defibrillator (ICD) was reviewed for any potential changes in the system performance. It was noted that the rv lead pacing impedance was showing stable measurements of 280 ohms, which are low out of range for this lead. The pacing threshold was also noted to have increased. Subsequently, the physician decided to explant the rv lead and replace it with a new one. In addition, during the rv lead revision, the right atrial (ra) lead dislodged from its position. Therefore, the physician decided to also replace the ra lead. The new leads measurements are showing adequate values. The rv lead is expected to be returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than typical induced damage associated with explant. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of pacing impedance low out of range and high capture threshold.

Event description:
It was reported that the week after this right ventricular (rv) lead implant, the patient received an epicardial ablation. After the ablation was completed, the implantable cardioverter defibrillator (ICD) was reviewed for any potential changes in the system performance. It was noted that the rv lead pacing impedance was showing stable measurements of 280 ohms, which are low out of range for this lead. The pacing threshold was also noted to have increased. Subsequently, the physician decided to explant the rv lead and replace it with a new one. In addition, during the rv lead revision, the right atrial (ra) lead dislodged from its position. Therefore, the physician decided to also replace the ra lead. The new leads measurements are showing adequate values. The rv lead is expected to be returned for analysis. No additional adverse patient effects. The lead was returned for analysis.